Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the rep that the ax55b device would not fire (all the details the surgeon could remember as procedure was 2-3 weeks ago). Another device was used to complete the case. There was no consequence to the pt.